Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a longo haemorrhoidopexy procedure, a component disengaged and the device was not properly loaded. The instrument was not applied to the patient and no components were lost. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo and one device. The staple guide was observed to be detached from the instrument with no damage to the staple guide, with proper welding. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed staple guide damage may occur if the instrument is handled rough. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.